Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Fiducial were administered transperineally and the procedure was performed under general anesthesia. Magnetic resonance imaging (MRI) was performed and showed almost all of the gel misplaced in the rectal wall. A layer of rectal wall in between layers of gel can be seen on the sagittal layer image. There were no patient complications reported as a result of this event.